Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation of the device is currently in progress.

Event description:
The following was reported by the customer: "no sound at all. No alarm sounds. No pulse tones." It was later reported that there were no error messages on the display. All visual indicators are working normally.